Manufacturer narrative:
Philips service replaced the os disk, reloaded the image, and tested the system functionality successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system startup delay due to faulty os disk in host pc on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.